Event description:
The lcd screen was black. On april 21, 2006 at around 9:00pm the patient felt drowsy and was unable to test on his meter due to a damaged lcd screen. He claimed that the lcd screen was black. He was taken to the hospital and there is no information on whether a family member or the paramedics who took him to the hospital. At the hospital the patient was treated with insulin and claims that his reading was over 300 mg/dl on the hospital device. The last reading the patient obtained on his meter was 185 mg/dl; however, there is no information on the date and time the 185 mg/dl reading was taken. The patient threw the subject meter away since it was not working and the customer care agent (cca) was unable to troubleshoot the device and sent the patient a replacement meter and testing supplies. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident and how long the patient has had the subject meter. The complaint is being reported since the patient was unable to test on his meter and was treated with insulin by a medical professional for hyperglycemia.